Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated, that the cell-dyn sapphire hemoglobin syringe was changed because it was old and crusty. Initially, the instrument worked fine, however, about 24 hours after replacing the syringe, the customer observed "failed to home" error messages. The customer cleared error messages and ran 2 samples but received the "failed to home" error messages. The customer performed cleaning procedures and stated the syringe plunger was very stiff and decided not to re-install the syringe. The customer installed an old style syringe on the instrument which resolved the "failed to home" errors observed by the customer. There was not impact to patient management reported.

Manufacturer narrative:
(B)(4). Concomitant medical products: cell-dyn sapphire hemoglobin syringe, list number 8h49-02. The cell-dyn sapphire hemoglobin syringe, list number 8h49-02, was manufactured on (B)(4) 2007 and was identified by (B)(4) to have been manufactured with insufficient or inconsistent amount of silicone lubricant applied to the tip of the syringe plunger. The affected syringes with a package date of (B)(4) 2007 through (B)(4) 2007, caused the cell-dyn sapphire analyzer to generate an error message upon installation of the syringe or shortly thereafter. The cell-dyn sapphire hemoglobin syringe was distributed for the cell-dyn sapphire analyzer only and did not impact other cell-dyn analyzers. The issue was resolved when a new cell-dyn sapphire hemoglobin syringe, list 8h49-04, was manufactured by (B)(4) and released for distribution on (B)(4) 2009.